Event description:
Device was returned for repair only. Upon receipt it was noted that the lugs on the tip had come free and were missing. In contact with the hosp, it was stated that the device was noticed to be broken before surgery. The hosp contact could not, however answer as to how or when it became broken or as to the location of the missing pieces. Co is taking a conservative approach and filing.